Event description:
Our office in (B)(6) received a report (B)(6) 2013, from a wholesale customer. They reported that a female pt in her twenties disinfected / neutralized her lenses with consept 1-step, left them in the neutralized solution over 7 days, then wore lenses. After which, the pt experienced a corneal ulcer (eye unk). F/u with the pt on (B)(6) 2013, indicated that while she initially stated she soaked her biofinity contact lenses in solution for over 7 days after disinfection, she revised that time period to 3 of 4 days. The pt also reported that her eye condition seemed to be recovered a little, but she still had not visited an eye clinic. The pt reported visiting an eye clinic (date and treatment unk) and was diagnosed with a corneal ulcer. The pt decided to change the type of lens she wears to a daily disposable lens. See associated report, device 2: 2020664-2013-10002.

Manufacturer narrative:
Chemistry evaluations of the actual product used by the consumer were performed; all results were within specifications. Preliminary testing performed at (B)(4) quality control lab. Additional product analysis (mfg record review, returned-chemistry testing, and retain-microbiological testing) will be performed at mfg site(s). Chemistry testing of a retained unit of the reported lot was completed. The sample met the following specifications: appearance, ph, tablets neutralization and dissolution of 9081x and hydrogen peroxide assay. All available pertinent info has been submitted.